Event description:
It was reported that the patient's personal diabetes manager (pdm) was hot to the touch. The patient reported the pdm had a bad smell. The pdm was not holding a charge when it was off it's charger. The patient reported that the screen was greying during this event. The pdm was never dropped. The patient reported that they had taken the battery out due to it getting to hot before this occasion. The outlet did not look unusual when charging the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.